Event description:
It was reported that the hv lead impedance had increased. The setscrew of the ICD was found to be loose when the pocket was opened in 2009. It was tightened, but later tests showed that the impedance was still high. Therefore, the ICD and lead were replaced.